Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheaded, dizziness. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged lightheaded, dizziness. There was no report of seriuos or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Exterior investigation found that there was a cosmetic damage that resembles coming from a box cutter on top enclosure. An unknown dust/dirt contamination was observed and it was also observed that keratin build up around the blower box outlet and unknown fibres within the blower box housing. One error was found. Pil confirmed that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit. Pil confirmed the presence of contamination in the airpath. The presence of contamination throughout the airpah suggests a source external to the device. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.